Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Concomitant product(s): therapy date unknown. Initial reporter phone number (B)(6). A device history record review was performed for the subject device lot. Part #03.632.036, lot # 6972479 release to warehouse date: 6-nov-2012, 15-nov-20012, 5-jun-2013. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the threaded portion of two retaining sleeves broke off during surgery. Date of surgery is unknown. The malfunctions were discovered when new screws could not be loaded in the sleeves. It is unknown if the threaded portions broke off in the screws. It is unknown if all broken fragments were removed. A stardrive t25 was used to proceed with surgery. Surgery was successfully completed with no surgical delay or patient harm. Patient outcome was reported as good. Concomitant devices reported: screws (part# unknown, lot# unknown, qty unknown). This is report number 2 of 2 for complaint (B)(4).